Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 months and a half after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 october 2022 lot 2201701: (B)(4) manufactured and released on 23-feb-2022. Expiration date: 2027-feb-09. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 11 october 2022 ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2201975: (B)(4) manufactured and released on (B)(6) 2022. Expiration date: 2027-feb-09. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.